Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause incorrect reprocessing was likely due to user error. The following information is stated in the instructions for use which may have prevented the event: " chapter 6 compatible reprocessing methods and chemical agents. 6.4 disinfectant solution: if disinfectant solution is reused, routinely check its efficacy according to the manufacturer¿s recommendations. Chapter 7 cleaning, disinfection, and sterilization procedures. 7.5 manual cleaning: presoak for excessive bleeding and/or delayed reprocessing. Caution. Follow the steps below only in case of excessive bleeding and/or delayed reprocessing: unnecessary immersions should be avoided. Consecutive extended immersions may damage the endoscope. 7. Soak the endoscope for 1 hour at the temperature and concentration recommended by the detergent manufacturer." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As part of our investigation, the ess discussed the finding with the facility¿s rt lead and recommended an in service with him on reprocessing and scope handling which would also include extend soaking instructions. While onsite the ess completed the reprocessing in-service and reviewed proper extended soaking, and explained this should be performed on the ebus scope prior to the recommended reprocessing steps. The ess also explained how there was a high potential for bio burden on the this ebus scope. The subject device was not returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The endoscopy support specialist (ess) reported that during an onsite in-service a complete tour of the procedure room, reprocessing area and storage cabinets was completed with facility¿s endoscopy and respiratory therapy (rt) staff. The ess observed that an ebus scope had been improperly reprocessed and noted a piece of a balloon and a dried substance on the s-body (distal tip) of the device. There was no patient involvement reported.